Event description:
It was reported that the user¿s dexcom g6 was not connected to the ilet due to an unentered sensor code and incorrect sensor-type pairing, which resulted in ilet dosing stopping until cgm data resumed; the user had manually injected subcutaneous insulin via pen while disconnected, and troubleshooting guided the user to reselect g6, enter the correct sensor code and transmitter serial number, and wait for sensor warm-up before reconnecting. Symptoms included hyperglycemia with a reported peak over 600 mg/dl, without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included prolonged time above range for approximately 10 to 12 hours, temporary cessation of automated dosing, and subsequent recovery with blood glucose returning to 96 mg/dl after sensor warm-up and reconnection; ketone testing was negative and no medical intervention or hospitalization occurred. Investigation included review of device configuration, cgm status, and user-reported history, as well as troubleshooting and education. Investigation of this case revealed user setup error related to cgm pairing and missing sensor code entry, leading to absent cgm data and safety-driven suspension of ilet dosing, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user error in cgm setup and pairing caused the event, and that device performance was consistent with design safeguards.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.